Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump was the sole component received for evaluation. Examination and testing of the returned component revealed no functional abnormalities. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. The information received indicated the pump was "stuck", but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump was stuck. The inflatable device was explanted and replaced with another inflatable device.